Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant procedure due to lead damage and high pacing thresholds. The lead was never in service and a new rv lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant procedure due to lead damage and high pacing thresholds. The lead was never in service and a new rv lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation was bunched and conductor coils were deformed. This is consistent with the lead being placed through a constricted area. The reported high pacing thresholds is likely the result of the lead damage observed by the laboratory. Laboratory analysis confirmed reported lead body damage allegation.